Event description:
It was reported that during implantation of the screw, the biosure screw has broken with no obvious cause and without technical error. No patient injuries or delay were reported.

Manufacturer narrative:
Due to no product return the complaint could not be confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.